Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: (B)(6). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: n/a batch: 34122414.

Event description:
It was reported that patients implantable pulse generator (ipg) site was not healing properly. The physician performed a wound clean out and closed the incision. The patients wound looked to be healing up post pocket revision.